Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump froze during bolus. Customer disconnected pump and received a button error alarm. Customer's blood glucose was 198 mg/dl. Customer was advised that insulin pump would need to be replaced.